Manufacturer narrative:
Investigation results: leading device: reference code: (B)(4), device name: as univation xf femur cemented f4 lm, serial number: n/a, batch number: 52511975, manufacturing date: 2019-03-25. Reference code: (B)(4), device name: as univation xf tibia cemented t3 lm, serial number: n/a, batch number: 52511806, manufacturing date: 2019-04-15. Involved component: nl472 - univation f meniscal comp.t3 rm/lm 7mm. Visual investigation: the femoral-as well as the tibial component show no device failure or serious damage. The components were examined visually and microscopically. The femoral and tibial component show bone cement residues on the whole intended area/coated surface. This indicates that a loosening between the bone and bone cement has taken place. The bone cement shows only a partly bone anchorage (cement interlock into the bone trabeculae) has taken place. Batch history review: the device quality and manufacturing history records have been checked for the available lot numbers and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that there are two similar complaints against the same lot number 52511975 and 52511806. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. A product safety case was initiated for further investigations and root cause analysis. Any action regarding CAPA will be addressed with this case.

Event description:
It was reported that there was an issue with no188z - as univation xf femur cemented f4 lm. According to the complaint description, the device loosened 1 year and 1 month post surgery. Revision surgery: (B)(6) 2020, initial surgery: (B)(6) 2019, left knee, bmi 27,2. A revision surgery was necessary. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00082 (400496879 + no188z), 9610612-2020-00976 (400497895 + no164z). Involved components (aufführen in d11 + c2), nl472 - univation f meniscal comp.t3 rm/lm 7mm - lot 52520450.